Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric tube construction, the second firing stopped halfway and the device could not move. The device was removed from the patient's cavity and a new device was used. There was no patient harm.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The single use loading unit(sulu) was received partially applied and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded the sulu into pmv test unit. The test device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric tube construction, at the second firing of gastric tube construction, the surgeon tried to fire the device to the crosspoint, but the device could not resect the tissue but pushed the tissue to forward. The instrument was not able to fire at proximal end. The surgeon stopped the firing and returned the firing knob to the initial position. The device was removed from patient's cavity and a new device was used. There was no patient harm.